Event description:
It was reported to philips that the system was unable to boot, stalling at the boot countdown timer. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. A review of the system logfile confirmed the malfunctioning of the frontal ip-pc. Upon functional testing, the fse found that the cmos battery of the image processing computer was too low, causing the pc failure. The defective ip-pc was returned for analysis, and it confirmed the defect in battery. To resolve the reported issue, the fse replaced the ip-pc, hdd, and installed the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.